Event description:
It was reported that there were fast ventricular markers on the ventricular high rate episode. More data cannot be seen as there is no electrogram to look at. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.